Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The physician reported that the patient death was completely unrelated to the graftmaster. It should be noted that death is listed in the otw graftmaster instructions for use as a potential adverse event that may be associated with the use of jostent coronary stent graft procedures. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the otw graftmaster instructions for use (IFU) states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The effectiveness of this device for this use has not been demonstrated. Long-term outcome for this permanent implant is unknown at present. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue.

Event description:
It was reported that during the procedure for treatment of a dissection in the proximal to mid circumflex artery, a 4.0x16 otw graftmaster stent was deployed successfully. Due to the length of the dissection, the dissection was not completely sealed as the dissection was longer than the length of the stent. The physician stated the patient death was completely unrelated to the graftmaster stent system. Per the physician, the patient death was related to the patient's medical condition and the inability to seal the dissection. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information